Event description:
It was reported that a hole was ripped in the tubing of a transfer set and was leaking. This occurred during use, but the patient was not connected. The technical service representative instructed the patient to clamp above the tubing and contact their nurse. The patient had their transfer set replaced as a result of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a hole in the tubing from which fluid was leaking. The cause of the leak was determined to be due to the tubing hole. Should additional relevant information become available, a supplemental report will be submitted.